Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the ins was explanted due to an infection in (B)(6) 2019. The rep noted that a new ins was implanted on (B)(6) 2019. It was unknown what factors contributed to the issue. The rep also noted that the device was explanted without them being notified. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the ins was explanted on (B)(6) 2019. No further complications were reported.